Manufacturer narrative:
Product complaint(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the spring mechanism on the patella clamp failed and did not work. There was no fragment last and the instrument did not break into 2 pieces upon inspection. We suspect the spring mechanism internally is broken.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "the attune patella clamp broke during use. The spring mechanism failed. Another clamp was opened and used and the case was not delayed". The product was not returned to depuy synthes, however photo was provided for review. Visual analysis of the photo revealed that the attune patella drill clamp has sings of normal use through the 10 years of service, there was no damage or defects. There is not enough evidence in the attached photo to confirm the allegation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the attune patella drill clamp was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
The attune patella drill clamp broke during use. The spring mechanism failed. Another clamp was opened and used and the case was not delayed. Was surgery delayed due to the reported event? No. Action taken when event occurred? A new clamp was opened and used, was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown, if no, explain: no additional issues. Patient status/ outcome / consequences, no. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. Is the patient part of a clinical study, unknown. (B)(4). Device property of, other. Device in possession of, discarded. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst, true.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.